Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an endurant stent graft system implanted in the patient for during a chevar (aaa 63mm) procedure. It was reported during the index procedure that there was continuous blood loss (approx 2litres) from the sentrant sheath for which the patient received 4 transfusions. It was reported during the index procedure after luxation of the right renal stent, it took 4 hours to recanalise the right renal with extensive manipulation in the atherosclerotic aorta arch leading to massive emboli. Micro embolisms were reported in multiple organs and the patient developed renal failure. The patient was treated with dialysis and medication, however, the patient expired from multi-organ failure 2 days post the index procedure. The blood loss was assessed by both the investigator and sponsor as having a causal relationship to the endurant device and procedure. The sponsor has assessed the renal failure as not related to the endurant device and having a causal procedural relationship. It was reported that a CT abdomen taken on 16-aug-2018 confirmed multiple organ failure due to mico embolism. As per the investigator the micro embolism was assessed as not related to the endurant device, probable related to the intervention and as having a causal relationship to the renal stent. As per the sponsor the micro embolism was assessed as not related to endurant device, having a causal relationship to the intervention and as having a causal relationship to renal stent. Additional information received 13-nov-2018; the sheath used during the procedure was confirmed as a sentrant sheath. The blood loss was assessed by both the investigator and sponsor as having a causal relationship to the endurant device and procedure. The sponsor has assessed the renal failure as not related to the endurant device and having a causal procedural relationship. It was reported that a CT abdomen taken on (B)(6) 2018 confirmed multiple organ failure due to mico embolism. As per the investigator the micro embolism was assessed as not related to the endurant device, probable related to the intervention and as having a causal relationship to the renal stent. As per the sponsor the micro embolism was assessed as not related to endurant device, having a causal relationship to the intervention and as having a causal relationship to renal stent. No additional clinical sequelae were reported.

Manufacturer narrative:
Update; catalog numbers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.